Event description:
During verification testing, it was noted that solution leaked from a crack at the crimp of the blood filter housing assembly.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. The lot number of the device that was in use in unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 291265h and 291275h. This report represents all the information known by the reporter upon query by hospira personnel.